Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that the patient's medication was "norazacel". When asked to clarify, it was stated "baclofen" and "it's either baclofen or norazacel, a generic".

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc serial# (B)(4) implanted: (B)(6)2008 explanted: (B)(6)2017 product type catheter (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "they said it was working" but it wasn't, per the consumer. It was indicated that the manufacturer rook it back to see what was wrong with it but no product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from a healthcare professional (hcp) on 2017-aug-17. It was reported that the patient's pump was explanted due to concerns related to end of life for the battery. However, readings coming from the pump and battery during telemetry stated that eri was many months away. The pump was supposed to be sent back for analysis. However, the hcp did not know if the pump had been sent back or not.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the explant date for the catheter was to be determined. It had not been operated yet; it was planned on the (B)(6) 2017 surgical date when the pump was explanted. The catheter placement was ¿t11¿, and the pump placement was in the abdomen. There were no applicable diagnostics performed related to the symptoms, and the cause of the symptoms was not applicable per the hcp.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen at an unknown concentration and dose. It was reported the patient stated she had been experiencing ¿a lot of spasms and starting to get pressure wounds¿. The patient also stated her pain was ¿horrific¿. The patient stated that her health care provider (hcp) interrogated the pump, and there was no problem with the pump (no alarms, etc.). The patient stated that the hcp ¿thinks it might be the tubing.¿ the event started 2-3 weeks ago. The patient stated that the manufacturer representative spoke to her hcp about her situation earlier this week. The patient¿s situation was being address by the hcp. The patient was upset that she had not heard back from her hcp. Additional information received from the representative on (B)(6) 2017 reported she had not seen nor talked to the patient. The representative was called by the managing physician on (B)(6) 2017 stating the pump needed to be replaced. The representative reached out to the implanting physician the same day. The implanting physician instructed his office to contact the patient to get her scheduled for a pump revision as soon as possible. The representative reached out to the implanting physician¿s office again on (B)(6) 2017 to follow-up for the patient. The representative had no further information.